Event description:
Multiple attempts have been made to obtain add'l info, without success.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis. Conclusions - device not returned for eval after requests made.